Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 6 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was noted beginning approximately 3mm distal of the proximal markerband and extending approximately 9mm distally across the balloon material. He rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 6 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.